Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the expulsor and kink in the tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump beeped overnight. Approximately 120 ml (48%) of medication remained in the bag. Patient observed that the tubing was slightly kinked inside the medication bag and straightened the tubing. The beeping resolved. The central line was flushed and blood return was positive. No patient injury was reported.